Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was unable to input her blood glucose value in order to program a bolus on her insulin pump. The patient's blood glucose at the time of incident was 417 mg/dl. It was discovered that the bolus wizard was inactive, and the customer could not set it up until the doctor called her with her settings. The customer was advised to remain on a medically prescribed back-up plan until she receives her pump settings. No products were shipped or returned.